Manufacturer narrative:
(B)(4). Investigation summary: baxter received the unit for evaluation. A visual inspection identified that the fill port cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate xlv was missing its ¿plastic top¿. The reporter did not specify whether this component was the fill port cap or the coil cap. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.